Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) PMA/510(k): p140016. Summary of investigational findings: zta-p-28-155-w1 (complaint device), which was intended to be placed in the aortic arch, would not pass through an arch artificial blood vessel (elephant trunk). The device was replaced with zta-p-34-161-w1. No calcification or tortuosity was reported in the area of advancement difficulties. No health hazard was reported. No imaging was provided. Zta-p-28-155-w1 was returned without shipping stylet. Device evaluation was performed. Per the device evaluation, the device was slightly curved, which may have occurred during use of the device. A minor indentation was observed on the tip of the sheath, which possibly occurred during advancement of the sheath in the patient. Based on the size of the indentation it is assessed not to be the cause of the inability to advance the device through the arch artificial blood vessel. There were no other visible damages observed on the dilator tip or flexor sheath. Based on the device evaluation it was not possible to determine a cause of the inability to advance the device through the arch artificial blood vessel. Review of the device history record gave no indication of the device being produced out of specification. According to the IFU (instructions for use), the safety and effectiveness have not been evaluated in patients with previous repair in descending thoracic aorta. Additionally, the zenith alpha thoracic endovascular graft is indicated for the endovascular treatment of patients with aneurysms or ulcers of the descending thoracic aorta having vascular morphology suitable for endovascular repair, including non-aneurysmal aortic segments (fixation sites) proximal and distal to the thoracic aneurysm or ulcer with a length of at least 20 mm. Based on the reported information it is possible that the device could get caught in the artificial vessel and this could have caused the advancement inability. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: tevar (thoracic endo vascular aortic repair) was underwent. Zta-p-28-155-w1 (e4054709) and zta-p-34-161-w1 was attempted to place, but zta-p-28-155-w1 would not pass though an arch artificial blood vessel. So the user changed the plan and placed ta-p-34-161-w1 (e4360960) and zta-p-34-161-w1 (e4359689) from proximal descending aorta. No available images.